Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins never worked properly since implanted. Ins is now dead. Pt is planning to have the device removed and throw it away. Pt mentioned the first ins worked fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.